Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for low blood glucose. The customer¿s blood glucose level was 53 mg/dl at the time of the incident. Customer stated that she had received the calibration error and change sensor during the night which is why the insulin pump didn't alarm. The insulin pump not will be returned for analysis.